Event description:
It was reported that during a pci procedure, the shaft of the catheter became elongated. The express2 monorail stent was successfully deployed in the 99% stenosed right coronary artery (rca). During withdrawal, the catheter became caught; however, it is unknown what the catheter was caught on. The physician pulled "with hight force" and the catheter was able to be withdrawn, but the shaft of the catheter was elongated. No patient complications were reported. The patient's condition is reported as "good".